Event description:
A medtronic representative reported that, while in an awake craniotomy procedure to remove a low grade glioma, the incorrect gyrus was resected. The surgeon checked accuracy of navigation on the surface of the brain prior to resection, proceeded with the resection and took a post-operative MRI. The post-operative MRI showed that the gyrus immediately anterior to the targeted gyrus had been resected instead (approximately 2cm inaccurate). A second surgery was performed to remove the correct gyrus.

Manufacturer narrative:
It was determined that the site is using spheres for tracking the instruments that are not approved for use with the medtronic system and may lead to suboptimal accuracy. Site has been informed that this is off label use.

Manufacturer narrative:
Patient weight not available from the site.the navigation system was used for the second surgery and was accurate. A medtronic representative, following-up at the site, reported being unable to replicate alleged inaccuracy.